Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog through the photos provided. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Seroma- late: unable to observe as it is a medical event that is not related to the device. Additional observations: biological tissue observed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "recall." Later it was reported "seroma." The device has been explanted.